Event description:
Resident was caught with legs hanging onto the floor, facility has the old f175 rails per facility when bed is up the mattress can fit under the bottom bar of the rail and opens up a gap on the other side of the bed.